Manufacturer narrative:
Maquet service tech visited the customer and evaluated the device. Evidence of smoke was found on paint at cupola upper fork where it connects to vertical spring arm. No visible damage was observed on cabling, grease or boards. No evidence of damage to plastic was observed on 5 pole contactor. Maquet service traced the failure to a blown fuse in the light power supply. It is believed that the smoke from this event traveled through the light and exited at the upper fork. After repairing the fuse and replacing the cupola, the light was fully operational. Upon discussions with the hospital staff, it was learned that the hospital staff had worked on the light the previous day without powering the unit down, causing this short. The powerled operating manual (B) (4) includes the following warning in the maintenance section: dismantling certain elements may affect operation and safety. For example, when servicing the electrical power supply or the suspension arm and balance system. Contact the authorized maquet after-sales service dept for this type of inspection. Maquet inc submits this report on behalf of the device manufacturing facility. Maquet s.a provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Maquet inc service was informed that the light was non-functional. The customer reported that smoke came out of light cupola during surgical procedure and filled the room. (B) (4). (B) (4).